Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Because you are about to choke/I can start choking from that/she had choked before [choking]. Got a headache [headache]. Something with the polident max' taste that upsets my stomach after a while [upset stomach]. I don't like mint in my mouth from polident. I am nauseated, half gagging if I pushed to far. [Nausea]. I don't like mint in my mouth from polident. I am nauseated, half gagging if I pushed to far. [Gagging]. Started feeling sick [feeling unwell]. Left with all the gunk all around the inside of my mouth and that is some poison and I need to get rid out. [Oral discomfort]. It would drop right out and I am going to put more [wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of headache in a 60-year-old female patient who received double salt dental adhesive cream (polident adhesive freshmint) cream (batch number 8k3d, expiry date 31st july 2021) for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (polident denture adhesive max seal) cream for denture wearer. On an unknown date, the patient started polident adhesive freshmint and polident denture adhesive max seal. On an unknown date, an unknown time after starting polident adhesive freshmint and polident denture adhesive max seal, the patient experienced headache, upset stomach, nausea, gagging, choking (serious criteria gsk medically significant), feeling unwell, oral discomfort, wrong technique in product usage process and product complaint. The action taken with polident adhesive freshmint was unknown. The action taken with polident denture adhesive max seal was unknown. On an unknown date, the outcome of the headache, upset stomach, nausea, gagging, choking, feeling unwell, oral discomfort, wrong technique in product usage process and product complaint were unknown. It was unknown if the reporter considered the headache, upset stomach, nausea, gagging, choking, feeling unwell and oral discomfort to be related to polident adhesive freshmint and polident denture adhesive max seal. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: consumer reported about polident. She had full dentures, top and bottom. She found polident repulsive. She was having trouble wearing my teeth and have a normal life because polident did not agree with my system. First, when she put it in mouth in all ways possible, there was nothing wrong with what she was doing. It did not stick enough or flows out and did not serve properly through out the day. She got headache to think for another option of how it could be better. She asked is there something clear that they could use that had no taste in it. They had to find some other way of lining false teeth because they hardened. She was appealing to polident if they could come up with a more user friendly substance. Was there something that it be could slipped in to false teeth that was rubbery, it would stay on that was got adhesive and serves as lining, it would suck in better then just pop them out by lifting it easily. She did not know what more they could do but something jelly like. All she would really love was a compatible adhesive in her false teeth. She was expecting to see a new one in the market. Polident oozes out and was not staying in its place. Once they were it was fine but there was something with the polident max taste that upsets her stomach after a while. Polident was too gritty and it was too sticky. The pink polident freshmint 3d hold 60g was more suitable but it would not do the job in holding her teeth in properly if she did not put enough on, it would drop right out and she was going to put more. She was really annoyed. She could not eat nuts, steak or any foods that requires a lot of chewing. She did not like mint in her mouth from polident. She was nauseated, half gagging if she pushed too far. With dentures, started to feel sick and end up pulling the things out because were about to choke. She had been to several denture clinics and dentist and they were not very polite and get too impatient. She had a sensitive upper palate. She put her tongue up there and could start gagging. She had tried max seal, it was worse than the pink polident. When she started working hard in the house and she had false teeth in her mouth, she could start choking from that. This was complicating her life. When get home polident stays in teeth and starts to set hard. When put them down for half to an hour and did not get to soak it there were pieces of polident you got to chip them all out inside of it like a bad glue. If the air was open to it, it sets hard like a bad glue. She was left with all the gunk all around the inside of her mouth and that was some poison and need to get rid out. She would not sent it back because she had to buy a new one. Follow up information was received on 20 jul 2020 from quality assurance (qa) department regarding complaint (B)(4), (B)(4), (B)(4), (B)(4), (B)(4) for 8k3d lot number. All documentation pertinent to a specific lot number of finished product is kept in a single 'batch envelope'. Prior to disposition of the product, the contents of each envelope are reviewed and approved by the site quality department to verify compliance to the required release specifications. Complaints will continue to be analysed monthly for any developing adverse trends and reported at quality council where it will be determined if further action is necessary. This product was manufactured to the required standards and met all requirements of the release specification. Oozing of the product occurs when excessive product is applied to the denture. Directions for each tube state to use the minimum amount necessary to get maximum hold without having product ooze from the dentures. Complaint was concluded as unsubstantiated. Follow up information received from consumer on 04 aug 2020: consumer was aware that molds used to create dentures were not perfect, and her dentures did not fit perfectly. She expressed her dissatisfaction on the various polident products, and hope the company would make a new gel formulation, which was more rubbery and had better adhesion. The pink paste, would ooze out the mouth if too much was applied, but did not stick if too little was applied. Consumer also feedback that the current product was very nasty tasting. She then repeatedly commented polident as disgusting. She also commented she had choked before when she attempted to remove her dentures. She also feedback that the pink paste was difficult to be removed out of the tube, and she did not like its consistency. Follow up information was received on 05 aug 2020 from quality assurance (qa) department regarding complaint (B)(4) for 8k3d lot number. This was the first complaint of this nature for this batch. A notification review check was carried out on this batch which relates to manufacturing deviations, vendor investigations, change controls and laboratory investigations, there were no issues noted during the manufacture of this batch as per the defect of this complaint received. Therefore no further actions was be taken at this time. The investigation report concluded that the complaint stand unsubstantiated. Follow up information was received on 17 sep 2020 from quality assurance (qa) department regarding complaint (B)(4), (B)(4), (B)(4) for l74t for polident denture adhesive max seal. This was the first complaint of this nature for this batch. The complaint sample was received on site and sent to the lab for testing. The testing of the complaint sample had met the required quality standards. Qa revealed the complaint to be unsubstantiated. Case reopened to correct information received on 17 sep 2020: the type of follow-up was updated in the device medwatch form. Follow up information was received on 18 sep 2020 from quality assurance (qa) department regarding complaint (B)(4), (B)(4), (B)(4) and (B)(4) for 8k3d for polident adhesive freshmint. This was the second complaint of this nature for this batch. A retain sample for this lot 8k3d was retrieved on site and sent to the lab for testing. The testing of the retain sample had met the required quality standards. Qa revealed the complaint to be unsubstantiated. Follow up information was received on 24mar2023 from quality assurance (qa) department regarding product quality complaint with case number (B)(6) for lot number 8k3d. Seriousness criteria of other (haleon medically significant) was added. Additional details: the consumer reported that"no, I won't sent it back because I have to buy a new one. I cannot be inconvenienced by this nonsense anymore. I am being held back with an income because I am supposed to be at work. You have to keep the ball rolling and then something will happen then other people would get some kind of benefit from it. I have seen my mother goes through the same and I am not interested in watching other people suffer. Yes, they can call me back to gather details. Polident fresh 60g 3d hold exp: 2021/07; lot: 8k3d; on 23mar2023: qe-077201 closure of product quality complaints without quality assurance assessment. Investigation evaluation: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. The investigation reports concluded that, complaint stands unsubstantiated. The pqc number was reported as (B)(4). Follow up information was received on 06apr2023 from quality assurance (qa) department regarding product quality complaint ((B)(4)) with case number (B)(4) for lot number 8k3d. Event wrong technique in product usage processed was updated to wrong technique in device usage process. Investigation evaluation: data is available to support the efficacy of the product up to 36-month shelf life. The product in question has expired since july 2021. There is no data available to support the continued use of the product after it has expired. Testing the complaint sample will not add value to the investigation. All of the documentation pertinent to a specific lot of finished products is contained in a batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. On the basis of the above I now wish to consider this complaint closed. Complaint stands as unsubstantiated.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of headache in a 60-year-old female patient who received double salt dental adhesive cream (polident adhesive freshmint) cream (batch number 8k3d, expiry date 31st july 2021) for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (polident denture adhesive max seal) cream for denture wearer. Concomitant products included no therapy. On an unknown date, the patient started polident adhesive freshmint and polident denture adhesive max seal. On an unknown date, an unknown time after starting polident adhesive freshmint and polident denture adhesive max seal, the patient experienced headache, upset stomach, nausea, gagging, choking (serious criteria gsk medically significant), feeling unwell, oral discomfort, wrong technique in product usage process and product complaint. The action taken with polident adhesive freshmint was unknown. The action taken with polident denture adhesive max seal was unknown. On an unknown date, the outcome of the headache, upset stomach, nausea, gagging, choking, feeling unwell, oral discomfort, wrong technique in product usage process and product complaint were unknown. It was unknown if the reporter considered the headache, upset stomach, nausea, gagging, choking, feeling unwell and oral discomfort to be related to polident adhesive freshmint and polident denture adhesive max seal. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, consumer reported about polident. She had full dentures, top and bottom. She found polident repulsive. She was having trouble wearing my teeth and have a normal life because polident did not agree with my system. First, when she put it in mouth in all ways possible, there was nothing wrong with what she was doing. It did not stick enough or flows out and did not serve properly through out the day. She got headache to think for another option of how it could be better. She asked is there something clear that they could use that had no taste in it. They had to find some other way of lining false teeth because they hardened. She was appealing to polident if they could come up with a more user friendly substance. Was there something that it be could slipped in to false teeth that was rubbery, it would stay on that was got adhesive and serves as lining, it would suck in better then just pop them out by lifting it easily. She did not know what more they could do but something jelly like. All she would really love was a compatible adhesive in her false teeth. She was expecting to see a new one in the market. Polident oozes out and was not staying in its place. Once they were it was fine but there was something with the polident max taste that upsets her stomach after a while. Polident was too gritty and it was too sticky. The pink polident freshmint 3d hold 60g was more suitable but it would not do the job in holding her teeth in properly if she did not put enough on, it would drop right out and she was going to put more. She was really annoyed. She could not eat nuts, steak or any foods that requires a lot of chewing. She did not like mint in her mouth from polident. She was nauseated, half gagging if she pushed too far. With dentures, started to feel sick and end up pulling the things out because were about to choke. She had been to several denture clinics and dentist and they were not very polite and get too impatient. She had a sensitive upper palate. She put her tongue up there and could start gagging. She had tried max seal, it was worse than the pink polident. When she started working hard in the house and she had false teeth in her mouth, she could start choking from that. This was complicating her life. When get home polident stays in teeth and starts to set hard. When put them down for half to an hour and did not get to soak it there were pieces of polident you got to chip them all out inside of it like a bad glue. If the air was open to it, it sets hard like a bad glue. She was left with all the gunk all around the inside of her mouth and that was some poison and need to get rid out. She would not sent it back because she had to buy a new one. Follow up information was received on 20 jul 2020 from quality assurance (qa) department regarding complaint (B)(4) for 8k3d lot number. All documentation pertinent to a specific lot number of finished product is kept in a single 'batch envelope'. Prior to disposition of the product, the contents of each envelope are reviewed and approved by the site quality department to verify compliance to the required release specifications. Complaints will continue to be analysed monthly for any developing adverse trends and reported at quality council where it will be determined if further action is necessary. This product was manufactured to the required standards and met all requirements of the release specification. Oozing of the product occurs when excessive product is applied to the denture. Directions for each tube state to use the minimum amount necessary to get maximum hold without having product ooze from the dentures. Complaint was concluded as unsubstantiated. Follow up information received from consumer on 04 aug 2020: consumer was aware that molds used to create dentures were not perfect, and her dentures did not fit perfectly. She expressed her dissatisfaction on the various polident products, and hope the company would make a new gel formulation, which was more rubbery and had better adhesion. The pink paste, would ooze out the mouth if too much was applied, but did not stick if too little was applied. Consumer also feedback that the current product was very nasty tasting. She then repeatedly commented polident as disgusting. She also commented she had choked before when she attempted to remove her dentures. She also feedback that the pink paste was difficult to be removed out of the tube, and she did not like its consistency. Follow up information was received on 05 aug 2020 from quality assurance (qa) department regarding complaint pqc32064 for 8k3d lot number. This was the first complaint of this nature for this batch. A notification review check was carried out on this batch which relates to manufacturing deviations, vendor investigations, change controls and laboratory investigations, there were no issues noted during the manufacture of this batch as per the defect of this complaint received. Therefore no further actions was be taken at this time. The investigation report concluded that the complaint stand unsubstantiated. Follow up information was received on 17 sep 2020 from quality assurance (qa) department regarding complaint (B)(4) for l74t for polident denture adhesive max seal. This was the first complaint of this nature for this batch. The complaint sample was received on site and sent to the lab for testing. The testing of the complaint sample had met the required quality standards. Qa revealed the complaint to be unsubstantiated. Case reopened to correct information received on 17 sep 2020: the type of follow-up was updated in the device medwatch form. Follow up information was received on 18 sep 2020 from quality assurance (qa) department regarding complaint (B)(4).for 8k3d for polident adhesive freshmint. This was the second complaint of this nature for this batch. A retain sample for this lot 8k3d was retrieved on site and sent to the lab for testing. The testing of the retain sample had met the required quality standards. Qa revealed the complaint to be unsubstantiated

Manufacturer narrative:
MFR#: 3003721894-2020-00218 is associated with argus case (B)(4).

Manufacturer narrative:
Associated with argus case (B)(4).

Event description:
Because you are about to choke/ I can start choking from that/she had choked before [choking] got a headache [headache] something with the polident max' taste that upsets my stomach after a while [upset stomach] I don't like mint in my mouth from polident. I am nauseated, half gagging if I pushed to far. [Nausea] I don't like mint in my mouth from polident. I am nauseated, half gagging if I pushed to far. [Gagging] started feeling sick [feeling unwell] left with all the gunk all around the inside of my mouth and that is some poison and I need to get rid out. [Oral discomfort]. Case description: this case was reported by a consumer via call center representative and described the occurrence of headache in a (B)(6) year-old female patient who received double salt dental adhesive cream (polident adhesive freshmint) cream (batch number 8k3d, expiry date 31st july 2021) for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (polident denture adhesive max seal) cream for denture wearer. Concomitant products included no therapy. On an unknown date, the patient started polident adhesive freshmint and polident denture adhesive max seal. On an unknown date, an unknown time after starting polident adhesive freshmint and polident denture adhesive max seal, the patient experienced headache, upset stomach, nausea, gagging, choking (serious criteria gsk medically significant), feeling unwell, oral discomfort, wrong technique in product usage process and product complaint. The action taken with polident adhesive freshmint was unknown. The action taken with polident denture adhesive max seal was unknown. On an unknown date, the outcome of the headache, upset stomach, nausea, gagging, choking, feeling unwell, oral discomfort, wrong technique in product usage process and product complaint were unknown. It was unknown if the reporter considered the headache, upset stomach, nausea, gagging, choking, feeling unwell and oral discomfort to be related to polident adhesive freshmint and polident denture adhesive max seal. Additional details, consumer reported about polident. She had full dentures, top and bottom. She found polident repulsive. She was having trouble wearing my teeth and have a normal life because polident did not agree with my system. First, when she put it in mouth in all ways possible, there was nothing wrong with what she was doing. It did not stick enough or flows out and did not serve properly through out the day. She got headache to think for another option of how it could be better. She asked is there something clear that they could use that had no taste in it. They had to find some other way of lining false teeth because they hardened. She was appealing to polident if they could come up with a more user friendly substance. Was there something that it be could slipped in to false teeth that was rubbery, it would stay on that was got adhesive and serves as lining, it would suck in better then just pop them out by lifting it easily. She did not know what more they could do but something jelly like. All she would really love was a compatible adhesive in her false teeth. She was expecting to see a new one in the market. Polident oozes out and not staying in its place. Once they were it was fine but there was something with the polident max taste that upsets her stomach after a while. Polident was too gritty and it was too sticky. The pink polident freshmint 3d hold 60g was more suitable but it would not do the job in holding her teeth in properly if she did not put enough on, it would drop right out and she was going to put more. She was really annoyed. She could not eat nuts, steak or any foods that requires a lot of chewing. She did not like mint in her mouth from polident. She was nauseated, half gagging if she pushed too far. With dentures, started to feel sick and end up pulling the things out because were about to choke. She had been to several denture clinics and dentist and they were not very polite and get too impatient. She had a sensitive upper palate. She put her tongue up there and could start gagging. She had tried max seal, it was worse than the pink polident. When she started working hard in the house and she had false teeth in her mouth, she could start choking from that. This was complicating her life. When get home polident stays in teeth and starts to set hard. When put them down for half to an hour and did not get to soak it there were pieces of polident you got to chip them all out inside of it like a bad glue. If the air was open to it, it sets hard like a bad glue. She was left with all the gunk all around the inside of her mouth and that was some poison and need to get rid out. She would not sent it back because she had to buy a new one. Follow up information was received on 20 jul 2020 from quality assurance (qa) department regarding complaint (B)(4) for 8k3d lot number. All documentation pertinent to a specific lot number of finished product is kept in a single 'batch envelope'. Prior to disposition of the product, the contents of each envelope are reviewed and approved by the site quality department to verify compliance to the required release specifications. Complaints will continue to be analysed monthly for any developing adverse trends and reported at quality council where it will be determined if further action is necessary. This product was manufactured to the required standards and met all requirements of the release specification. Oozing of the product occurs when excessive product is applied to the denture. Directions for each tube state to use the minimum amount necessary to get maximum hold without having product ooze from the dentures. Complaint was concluded as unsubstantiated. Follow up information received from consumer on 04 aug 2020: consumer was aware that molds used to create dentures were not perfect, and her dentures did not fit perfectly. She expressed her dissatisfaction on the various polident products, and hope the company would make a new gel formulation, which was more rubbery and had better adhesion. The pink paste, would ooze out the mouth if too much was applied, but did not stick if too little was applied. Consumer also feedback that the current product was very nasty tasting. She then repeatedly commented polident as disgusting. She also commented she had choked before when she attempted to remove her dentures. She also feedback that the pink paste was difficult to be removed out of the tube, and she did not like its consistency. Follow up information was received on 05 aug 2020 from quality assurance (qa) department regarding complaint (B)(4) for 8k3d lot number. This was the first complaint of this nature for this batch. A notification review check was carried out on this batch which relates to manufacturing deviations, vendor investigations, change controls and laboratory investigations, there were no issues noted during the manufacture of this batch as per the defect of this complaint received. Therefore no further actions was be taken at this time. The investigation report concluded that the complaint stand unsubstantiated.